Manufacturer narrative:
An event regarding a packaging issue involving an abg spike was reported. The event was not confirmed. Method and results: device evaluation and results: the device was returned sealed in its inner blister. The spike moved freely in the packaging and was not in contact with the sealed edges of the inner blister. The outer blister was partially opened and a small piece of (B)(6) from the inner surface lid of the outer blister was torn. A review of the seal noted that there was evidence of a full seal on the outer blister and seal integrity had not been compromised. Medical records received and evaluation: clinical review was not performed as medical records were not provided. Device history review indicated the devices accepted into final stock from the reported with no relevant reported discrepancies. Complaint history review found no other similar events have been reported for the subject lot. Conclusions the exact cause of the event could not be determined based on the information provided. The event description indicated that the blister was glued on the device. The device was returned sealed in its inner blister. The spike moved freely in the packaging and was not in contact with the sealed edges of the inner blister. A review of the seal noted that there was evidence of a full seal on the outer blister and seal integrity had not been compromised. No further information is possible at this time. If further information is recieved the investigation will be reopened.

Event description:
Operating room manager at the clinic, reported that "when opening the device, the blister was glued on the device, which was therefore no longer sterile. The surgeon refused to use it for the procedure. Another device available was therefore used."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This device is not cleared for sale in the united states but a similar device is commercially available for sale in the united states.

Event description:
Or manager at the clinic, reported that "when opening the device, the blister was glued on the device, which was therefore no longer sterile. The surgeon refused to use it for the procedure. Another device available was therefore used."